Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. However, the device alarmed motor error during basic occlusion test due to faulty fsr. Unable to perform basic occlusion test, occlusion, prime or compromised force sensor system and excessive no delivery test or verify spi to motor pic communication error alarm due to motor error alarm. However, the device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump had off no power alarm and a pump error alarm. Customer's blood glucose value was unknown. Customer states there were not unattended alarms. Customer stated this is the second occurrence of off no power without a low battery warning. Insulin pump will be returned for analysis.